Manufacturer narrative:
The following report is being submitted to relay additional information received: a visual inspection confirms the prongs of the tip have fractured off and was not returned with the device. The complaint is confirmed. The device history record was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the four tips on the end of the universal removal instrument fractured while removing a competitors construct. The case was completed using an alternate device. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the four tips on the end of the universal removal instrument fractured while removing a competitors construct. The case was completed using an alternate device. There were no reported patient impacts or surgical delays.